Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem (monitor screen blank) has been confirmed. As received, the pt's monitor had signs of liquid ingress. The auxiliary board showed evidence of corrosion. The lcd, 4 way button, and both response buttons were damaged. Once these components were replaced, the monitor was fully functional. The root cause of the contamination cannot be positively identified. No adverse event resulted from the damaged monitor. The pt received a replacement monitor.

Event description:
The pt services representative of a (B) (6) male pt called in to zoll lifecor customer support to report that the pt's batteries were not powering up the monitor. Support issued the pt a replacement monitor.